Event description:
The angio-seal device was deployed however, the user experienced difficulties while inserting the guidewire, requiring use of fluoroscopy. Prior to leaving the cath lab, the pt had 2+ pulses. Two and one half hours later, the pt complained of leg pain during ambulation: pulses were 1+. At that time, the pt was transferred to radiology where an angiogram revealed thrombus at the superficial femoral and popliteal arteries. The pt was transferred to surgery where a thromboembolectomy and graft of a small artery were performed. An object was removed from the arterial site which appeared to be the angio-seal device.